Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she had high blood glucose. Customer stated that at mid-afternoon she was low and had taken care of it. She stated she had too many carbohydrates to compensate and her blood glucose went high. Between 5 to 5:30 pm the customer's blood glucose was 176 mg/dl, by 8 pm it was 495 mg/dl. Customer changed the infusion set and her blood glucose is at 500 mg/dl. Customer states she believes she over compensated with the chinese food, she always has problems with it. Customer was advised to change her entire set and insulin because the customer did not change her insulin. Customer inquired about when she should seek medical attention. Customer was advised of symptoms for high blood glucose level. No further information reported.